Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro device became lodged in the patient's tissue. While cutting and removing this tissue, the insulation around the jaws of the device became dislodged from the hemopro. The harvester was able to retrieve the insulation from the patient and no harm was caused or reported. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Tissue and charred material was observed on the jaws. A visual inspection was determined that the silicone insulation on the cold jaw was partially torn away from the tip. Based on the condition of the device as found, the reported complaint was confirmed for peeled jaw. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro device became lodged in the patient's tissue. While cutting and removing this tissue, the insulation around the jaws of the device became dislodged from the hemopro. The harvester was able to retrieve the insulation from the patient and no harm was caused or reported. A replacement device was used to complete the procedure. The hospital did not report any patient effects.